Event description:
ER pt was started on 43.1 mg of alteplase in 43.15 ml t-pa, and infusion completed 10 minutes faster than pump was programmed for (guardrails not used). Requested details on expected infusion time but customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of an infusion ran faster than expected could not be definitively confirmed. Although customer reported that guardrails was not used, a review of the associated pc unit event log indicates that the pump module was programmed using guardrails drug selection of maintenance ivf and ran at 43 ml/hr for approx 44 minutes delivering what should have been 31.6 mls. The log review could not determine why the infusion ended early. Based on the log review, it appears that 11.4 mls of fluid is unaccounted for. It is possible that some volume was lost during priming and that some remained in the tubing at the end of the infusion. Testing and inspection of the pump module and associated administration set found the system to be in good working condition and delivering fluid within specs. The root cause of the customer's report of infusion ran faster than expected was not determined during the investigation.